Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an error alert. The customer¿s blood glucose level was 151 mg/dl. The customer states received an external flash crc error. The customer was advised this was a safety feature and this was concerning memory of the pump and now it needs replacement. The customer was also advised to discontinue use of the pump at this time and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Unable to confirm e15 alarm and unable to perform any tests due to blank display.